Event description:
It was reported that during an unknown procedure the stapler slider did not move after loading. To procedure completed physician used another one product the same type. No consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent 3/18/2025 d4 batch # 634c26 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with no apparent damage and with a reload loaded in the device. The reload had the proximal 33 drivers up with the reload deck damaged, the remaining drivers down with staples present and a swing tab in the locked position. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The damage to the cartridge deck is consistent with the device being clamped over a hard object. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 634c26, and no non-conformances were identified. The lot#634c26 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.